Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was intended to be implanted during an endovascular procedure for the treatment of a 67mm thoracic aortic aneurysm .  It was reported that during the pre implant preparation of the device the physician noted the lateral flush port was not functioning correctly, the physician applied force to the syringe but the saline did not come out near the tip but instead it leaked from the trigger/screw gear release mechanism. The physician implanted another captivia stent graft alternatively. As per the physician the cause of the event was due to device malfunction.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. The stent graft returned loaded in the delivery system. A bend was present to the taper tip. The stent graft was flushed through the side port and fluid exited the tip of the graft cover. There was no damage to or blockage in the sideport. There was no gap observed between the taper tip and the graft cover tip. There was no damage observed to the device which would have prevented flushing. The reported ¿leak¿ was not confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.